Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure chambers are not inflating higher than 220 mmhg. It was stated by the reporter that they "believe it is an issue with the air compressor, and it may need replacement, or the internal tubing is leaking". The reporter stated that they waited about 5 minutes for it to inflate, but they still won't. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: two pressure cuffs were returned for evaluation. The customer reported issue of ¿the pressure cuff/chambers would not inflate¿ was not verified. Both pressure gauges for the pressure chambers were replaced for preventative maintenance due to wear and tear from age (18 yrs.). All devices passed testing after the repairs were performed. The probable cause was user error. Service history review identified the device was recently repaired on an unspecified date. This issue has no history of associated risk.